Event description:
Occlusion on the right lower lip immediately after injection [vascular occlusion] unknown rha product to both top and bottom lip [off label use]. United states report received from a other health care professional on (B)(6) 2022. A nurse, who was also the injector, reported that a female patient of unknown age received rha on unknown date in 2022 (dose and indication: unknown). An unknown volume of rha was applied to both the top and right lower lip area using an unknown injection technique. It was unknown if a needle from the box was used for was used for the administration of rha. Cannula was not used for the administration of rha. Previous cosmetic procedures were unknown / not provided. Medical history was not provided. Concomitant medications and food supplements were not provided. On an unknown date in 2022, on the same date, receiving rha the patient experienced occlusion on the right lower lip immediately after the injection described as a bruise/purplish in color. The outcome of the event was not reported. The intensity of the event was not reported. No additional information was available at the time of this report. Case comment: a causal relationship between the unspecified rha and vascular occlusion is assessed as possible based on the compatible temporal relationship and the lack of alternative etiologies that can be identified based on the reported information. The company will continue monitoring the benefit-risk profile for the product.